Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16725129/16625405.

Event description:
It was reported that the patient was experiencing uncomfortable buzzing sensations at the lower abdomen while stimulation is off. Database analysis revealed no anomalies. The patient underwent an explant procedure and was doing well postoperatively. All device components were explanted and will be returned for analysis.

Manufacturer narrative:
Sc-1132 (sn: (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Unable to confirm the as reported observation with testing of the product return. Hence, the probable cause selected for this complaint is no problem detected. No escalation is required at this time.

Event description:
It was reported that the patient was experiencing uncomfortable buzzing sensations at the lower abdomen while stimulation is off. It was also stated that the patient was experiencing inadequate stimulation. Databasae analysis revealed no anomalies. The patient underwent an explant procedure and was doing well postoperatively. All device components were explanted and will be returned for analysis.